Event description:
A report was received that the patient was having difficulty charging her ipg. The patient was re-educated on proper charging techniques, however, the issue was not resolved. The patient underwent a pocket revision. The ipg was moved above the original ipg location and the patient was reportedly doing well following the procedure.